Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient changed the cassette around 6:20 pm, and approximately 20 minutes later, the device was beeping a two-tone continuous sound/alert, displaying a message to contact a healthcare provider for assistance. The patient changed the batteries in the device and confirmed there were no occlusions. The patient switched to their backup pump to continue the infusion. The patient is receiving intravenous remodulin. The infusion was life-sustaining. The outcome of the event was resolved. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.